Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013 it was reported that due to the patient's experience with irregular heart rhythms the cardiologist did an ablation. Following the ablation the patient began to have a low heart rate and a pacemaker was implanted. After having the pacemaker implanted the patient started to become dizzy, sleepy, with trouble eating (weight loss), and vomits with dizziness. It was also reported that the patient experienced their shoulder and neck tightening up when they swiped the vns magnet across the generator.good faith attempts are currently being performed.

Event description:
Follow up with the physician found that he was not under the impression that the patient's complaints of experiencing irregular heart rhythms, dizziness (which led to vomiting), sleepiness, inability to eat (leading to weight loss), or tightening of shoulder and neck area were related to the patient's vns. The physician stated that the patient has had extended periods in which he was asymptomatic with his device turned on, and, conversely, he has reported the above symptoms with his device disabled. It is the physician's understanding that the patient is currently undergoing a cardiac workup to explore a cardiovascular etiology for his complaints. Lastly, the physician stated that as he believes none of the patient's problems are caused by his vns, he is unable to provide any additional information.